Event description:
It was reported that during implant of the biventricular defibrillator, the lead would not extend into the distal portion of the connector, and the setscrew came completely out when reversed. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. Further testing revealed that the set screw was loose/detached.